Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message. Customer is calling to report that her pump shut down last friday. There is no error in the history that explains why the pump shut down. No adverse event reported. A request was made for the return of the device.